Event description:
Edwards received information a patient with a 25mm 3000tfx valve implanted 12 years, two (2) months, underwent valve-in-valve procedure due to severe symptomatic aortic stenosis and severe aortic regurgitation secondary to degeneration. Patient presented with congestive heart failure. A 26mm 9750tfx was implanted inside the 25mm valve. There was no malfunction of the surgical valve or transcatheter valve. The patient tolerated the procedure very well. There were no complications. Patient was transferred to the pacu in stable condition. Patient was discharged on post-operative day one (1). Surgical valve performed as intended.

Manufacturer narrative:
H11: corrected data: corrected sections b5, b7, f10, h6, h10 (additional manufacturer narrative) stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In this case, the device was implanted for 12 years with no indication of premature failure. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Surgical valve performed as intended.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event remains indeterminable.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The cause of the event cannot be determined however patient factors and progression of underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic regurgitation. A 26mm transcatheter valve was implanted inside the 25mm valve. There was no malfunction of the surgical valve or transcatheter valve. The patient tolerated the procedure very well.